Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise resulting in oversensing was observed on the right ventricular (rv) lead. All other electrical values were normal. The rv lead was capped (B)(6) 2026 and replaced. The patient was stable.